Event description:
It was reported that following a pump and catheter implant, the pt experienced a hematoma around area of pump that was 5-6 inches wide. The pt also reported never having therapeutic effect and was in more pain now than prior to having the pump implanted. The pt also stated went through withdraw for several days following a fall with symptoms of "sweats, vomiting, and chills", she had trouble walking. The pt's dose could not be increased any further because it caused a decrease in blood pressure. A CT scan showed a hematoma and that the catheter was in the spine. The hcp attempted to do a dye study test, but stopped and concluded that the catheter was occluded since he could not draw spinal fluid out of the access port. A fluoroscopy was done and an occlusion was found. It was reported that an additional dye test could not be performed because it was "too risky on the pt". Additionally, it was indicated the pump was stopped in preparation of a potential revision. The pt reported that following the pump being "shut off" it was alarming every 10 minutes all day. The pt was admitted to the hosp. Additional info has been requested, a f/u report will be sent if additional info becomes available.